Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b toothbrush head] became lodged in throat [foreign body in throat] choking incident [choking] (painful) ulcer- mouth [mouth ulceration] struggled to breathe properly [dyspnoea] painful (ulcer)- mouth [oral pain] [oral-b toothbrush head] detached during use [device breakage] case narrative: consumer via web stated that oral-b toothbrush head detached during use. No serious injury was reported.

Manufacturer narrative:
27-feb-2026 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
[Oral-b toothbrush head] became lodged in throat [foreign body in throat] ,choking incident [choking] , (painful) ulcer- mouth [mouth ulceration] , struggled to breathe properly [dyspnoea] , painful (ulcer)- mouth [oral pain] , [oral-b toothbrush head] detached during use [device breakage] , product counterfeit- oral-b [product counterfeit] . Case narrative: consumer via web stated that oral-b toothbrush head detached during use. No serious injury was reported. 11-dec-2025 (follow up): lot code was added for concomitant (handle). No serious injury was reported. 27-feb-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b toothbrush head] became lodged in throat [foreign body in throat] choking incident [choking] (painful) ulcer- mouth [mouth ulceration] struggled to breathe properly [dyspnoea] painful (ulcer)- mouth [oral pain] [oral-b toothbrush head] detached during use [device breakage] case narrative: consumer via web stated that oral-b toothbrush head detached during use. No serious injury was reported. (B)(6) 2025 (follow up): lot code was added for concomitant (handle). No serious injury was reported.